Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm during the initial drain. Fibrin was noted in the drain line, and the customer was instructed by technical services to contact his nurse for assistance. This writer contacted hp's nurse. Hp nurse stated that the hp had developed peritonitis in 2005. The hp was not hospitalized. The hp had a cloudy eflluent. The pt was treated with vancomycin (2g per week for 21 days), ancef (1.8g daily for two days, and fortaz (1g daily for two days and levaquin (250mg every 48 hours for 2 weeks) although the levaquin may have been given concomitantly. The cause of the peritonitis was deemed to be constipation. The pt did recover from this episode of peritonitis.